Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab fos signal lost is confirmed. The fos fiber was broken near the distal tip of the catheter and therefore, the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: this report would not be likely to cause or contribute to a death or serious injury, and if it were to reoccur, it would be unlikely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. See MDR# 3010532612-2020-00322 (tc 1900080141) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) fos was not working after zero was achieved during zeroing procedure. As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: this report would not be likely to cause or contribute to a death or serious injury, and if it were to reoccur, it would be unlikely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. See MDR# 3010532612-2020-00322 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) fos was not working after zero was achieved during zeroing procedure. As a result, a new iab was used. There was no report of patient complications, serious injury or death.